Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure after leaving the procedure lead dislodgement issue was observed on the ra and lv lead the day after the procedure. The ra lead revision was performed by repositioning the lead and it remains implanted. The lv lead was explanted and a new lead was implanted. Patient is recovering and was stable.